Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken grip at the base of the clip groove. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip tip to be related to the customer reported complaint. A piece approximately 0.053" x 0.087" was found to be broken off. The broken piece was not returned with the instrument. The common cause of the broken grip tip is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint regarding a broken instrument head was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log showed the medium-large clip applier instrument (part# 470327-12 / lot# n10200706-0079) was last used on (B)(6)2022 during a procedure with system sk2864. The medium-large clip applier instrument had 51 uses remaining. This last usage of the device was before the reported event date. In addition, a review of the procedure log with the information provided resulted in no additional information. An image of the medium-large clip applier instrument related to this event was received. A review of the submitted image was performed by the regulatory post market surveillance (rpms) specialist. From the image provided, the instrument tips appear to be misaligned. There was no other obvious damage found on the medium-large clip applier instrument. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis investigations confirmed a missing piece from the medium-large clip applier instrument grip tip. The missing piece could fall inside the patient during the surgical procedure. Based on the information provided, there was no report from the customer that a fragment from the instrument fell inside the patient during the procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that prior to a da vinci-assisted low anterior resection surgical procedure, the customer observed that the medium-large clip applier instrument head was broken. The customer replaced the medium-large clip applier instrument with a back-up third party instrument and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.